Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to cocr corrosion. (Left). The cup and liner were not microport products. The operative report states: there was marked corrosion at the junction of the neck and stem with blackening of the tissues adjacent to the junction. The pseudotumor also in capsulated the sciatic nerve and then the pseudotumor was excised off the posterior capsule. Product not revised: profemur® lx stem, prlx5815, lot: 1474879.